Event description:
The customer stated that he tested his blood glucose using his contour meter and his neighbor's contour meter. The customer's contour read 250 mg/dl, while the other contour read 111 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also performed control tests and received results of 284 and 279 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.